Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with dry eye at the one week postoperative visit, in the right eye. The patient reported mild discomfort. In a follow up, the center director reported that the patient presented with mild superficial punctate keratitis (spk). The patient was treated with artificial tears and the event resolved after two days.